Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt not ok message. The result on their meter was unable to test. No comparison. Treatment was - gave self insulin. No further information has been reported.